Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device was still equipped with the old-version type switch, and it was stuck. Additionally, it was noted that the inlets and video connector pins were corroded, and need replaced. The software on the unit was also due for an upgrade. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his olympus evis exera iii video system center was stuck. According to the initial reporter, this did not take place during a procedure, but was noted at the end of the day when the user attempted to power down the unit. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the power button being stuck could not be identified. However, it¿s likely the cause is related to an old type switch. Olympus will continue to monitor field performance for this device.